Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A distributor reported that the ok keypad button has been intermittently sticking for the past 2 weeks. The distributor stated that the patient reported that the ok button remained stuck this evening while the patient was priming, and the pump continued to prime insulin after releasing the button.